Manufacturer narrative:
(Add user error statement: the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.).

Event description:
Reportedly, the customer loaded cold insulin into the cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 135 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy.